Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that deflation issue, balloon rupture and catheter removal difficulties occurred. The in-stent restenosed target lesion was located in a fistula in the subclavian vein. A 14-4/5.8/75 xxl. Vascular balloon catheter was advanced to the lesion. The balloon was inflated however deflation difficulty was encountered and it was noted that the balloon had ruptured while inside a previously implanted stent. An attempt was made to remove the device from the 7fr sheath however this was unsuccessful. The procedure was completed using another of the same device.